Manufacturer narrative:
The aic has not been returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported that during impella 5.5 support on a 43 year old male, the automated impella controller (aic) had a suspicious smell. Staff reported it smelled like burnt plastic / burnt electrical cable. The aic was therefore exchanged. There was no reported patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ damage has been completed. There were no signs in the power logs indicating there was any smoke smell. Device analysis: the console was returned multiple engineers reviewed the console but could not find the reported burning smell and turning the console on did not reproduce the smell. Root cause: there was no issue found during the case. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12945: g1 reporting contact facility name missing. G1 manufacturing site name and address.